Manufacturer narrative:
After its return, the pacemaker underwent a visual analysis. The inspection of the device showed scratches on the inscribed side of the housing. In a next step, the pacemaker underwent an electrical incoming goods inspection. The pacemaker could neither be interrogated nor could it be shown that the device was capable to provide therapy. The device was therefore opened, and the electronic module was analyzed visually. The internal structure was ok, and the battery was discharged. In the further course of the analysis, an external voltage source was connected to the electronic module. After connection of the external voltage source, the device could both be interrogated and also provided proper therapy. The pacemaker paced in single-chamber mode with 70 ppm and 4.5 v at 0.6 ms. The power consumption was as expected. The pacemaker had been implanted for 72 months. The history of the programmed parameters was not available for analysis. However, the charge drawn from the battery was checked. The battery depletion proved to be within expectations. There were no indications of a pacemaker dysfunction. Summary the clinical observation could be confirmed during the analysis, the pacemaker could not be interrogated. The cause for this was battery depletion. There was no device defect.

Event description:
Ous MDR - after an implantation time of about 72 months, it was reported that the pacemaker could not be interrogated. No deterioration of the pt's state of health was reported. The pacemaker was explanted. The event and explant dates were not provided.

Manufacturer narrative:
Ous MDR.